Manufacturer narrative:
The unit did not have a button response due to an unlocked lcd keypad connector. The displacement test could not be performed due to no button response. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report that the insulin pump had a keypad anomaly. The customer stated that the device was dropped. The customer's blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.